Manufacturer narrative:
Citation: tumma a.; wong d.; shah d. Management of acute stroke in infective endocarditis: a single centre experience. International journal of stroke. Conference: 27th annual scientific meeting of the stroke society of australasia. New zealand. 12 (3 supplement 1) (pp 37), 2017. Date of publication: august 2017. Patient information was not provided in this presentation. The solitaire devices were not returned for evaluation as these events were found through literature review of a case presentation. The purpose of this presentation was to discuss the occurrence of stroke in patients with ineffective endocarditis (ie) patients. There were no procedure related complications. There is no allegation that the solitaire caused or contributed to the hemorrhagic transformation or to the inability to recanalize the second patients vessel. Hemorrhage is a known complication of thrombolysis and/or mechanical thrombectomy treatment of patients with stroke. The cause of the patients¿ death cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the is due to the pathophysiology of the septic embolic stroke. There as limited information provided in the article. The model and lot numbers of the device used were not provided. Additional information has been requested. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that 2 patients with septic embolic strokes died after mechanical thrombectomy procedures. The patients were receiving mechanical thrombectomy to treat septic embolic strokes. The first patient confirmed proximal middle cerebral artery (mca) stroke on the background of established mitral valve ineffective endocarditis (ie). Mechanical thrombectomy was performed using the solitaire and 2 non-medtronic devices within 4 hours of onset. After 9 passes, partial recanalization was achieved, but the patient died 4 days later from hemorrhagic transformation of the stroke in the ICU. The second patient had a proximal mca and posterior cerebral artery stroke on the background of mechanical aortic valve replacement. This patient¿s initial inr was elevated at 4.8 and was partially reversed with prothrombinex. Mechanical thrombectomy was attempted with solitaire and 2 non-medtronic devices at 5 hours after symptom onset but recanalization was unsuccessful despite 7 attempts. Aortic valve infective endocarditis (ie) was later confirmed on transthoracic echocardiogram. The patient had poor neurological recovery following ICU admission and died 13 days later.